Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during investigation, the keypad was intact and responded to all user input. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal along the bumper pad, and from the case seal to the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.